Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic after receiving a vibratory alert, high, out of range, pacing lead impedance and increased capture threshold were observed. The lead was capped.